Event description:
A user facility reported that during a digestive tract dilation procedure, the balloon broke. The intended procedure was completed with another device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service confirmed the customer's complaint. During the evaluation, the device was confirmed to have a hole in the balloon. This hole prevented the balloon from being inflated during the procedure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause cannot be identified.